Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device deployed the closure device in the laa. At this time a mobile filamentous thrombus was discovered to be attached to the core wire and the end of the wds. The physician made the decision to continue to the procedure and check the release criteria for the closure device. With all the release criteria being met the physician unscrewed the closure device from the core wire of the wds and successfully implanted the device in the laa of the patient. The thrombus was still present, and attempts were performed to aspirate it out of the patient, but were all unsuccessful. All the devices were removed from the patient and the patient was sent for a computed tomography scan. The images showed no evidence of emboli systematically and that the thrombus had not moved. The patient showed no neurological deficits or any other consequences as a result of this event. The patient was kept overnight and was discharged the next day doing well.